Event description:
In 2002 the end-user called disetronic, USA and stated that 3 classic needles have broken under pt's skin. The needles were removed by operation in june 2002. In august 2002 maersk medical received the complaint and x-ray. No samples returned.